Manufacturer narrative:
Investigation summary: investigation into this event determined that the results did not match the pts' clinical histories. Testing at an alternate facility showed results that were consistent with the clinical presentation of the pts. The customer's investigation revealed that the qc results from the previous shift had been unacceptable, that the incubator required cleaning and that the universal wash reagent bottle was improperly connected. Datalog analysis was unable to confirm the customer's findings. Though the customer believed the event was due to user error, the root cause of the event could not be confirmed.

Event description:
A customer observed falsely elevated troponin I results on multiple pt samples tested on an eci analzyer. The results were reported, and later corrected. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.